Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the left ventricular (lv) lead became stuck in the delivery system. The physician explanted the lead and noticed insulation damage near an electrode on the lead. A new lead was implanted successfully on (B)(6) 2020. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.